Event description:
The implant housing had reportedly moved and there was suspected damage to the implant due to affected channels. The dislocation of the implant was noticed a few weeks after implantation. As per device explantation report, the baby was pressing his head often against his mother. The baby has very strong head movements.the user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition it is reported that the implant housing migrated from its intended position, which might have contributed to the observed damage to the active electrode. Further as per implant registration card one channel was left extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The implant housing had reportedly moved and there was suspected damage to the implant due to affected channels. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.